Manufacturer narrative:
Device was discarded. The reported event could not be confirmed and physical examination could not be carried out as the device was discarded after the surgery and not returned to stryker (B)(4). Review of the manufacturing records for the im reamer revealed no discrepancies.

Event description:
The purchasing department reported that "during different surgeries, the reamer listed below broke. No adverse consequences were reported for the pt.